Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a section of the power cable broken/loose. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part#471205-17/lot# k10211025 0417) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on 21-apr-2022 on system sk2215. The instrument had 2 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information could be found in the following fields: h6 and h10 intuitive has received the fenestrated bipolar forceps instrument (fbf) associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "the fenestrated bipolar forceps instrument was found a section of the power cable broken/loose". Failure analysis found the primary failure of conductor wire broken to be related to the reported complaint. The fbf instrument was found to have broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause is attributed to a component failure. Additional observation not reported by the site: the fbf instrument was found to have an input shaft cracked. Hairline cracks were found on the grip input shaft of disk #6. The root cause of cracked instrument input shafts is typically attributed to mishandling/misuse most commonly caused by improper cleaning/reprocessing techniques.